Event description:
It was reported that the physician was starting a cardiac catheterization when the guide catheter became kinked and twisted inside the right femoral artery, with an inability to remove it. After consultation, the pt was taken to the operating room with subsequent successful surgical removal of a "knotted catheter". No further complications related to this event were identified prior to the pt's discharge.